Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted 1 opened (with original packaging), touchless urethral catheter kit received 1 sealed gel packet . Visual inspection of the sample noted no obvious visible observations. The touchless ureteral catheter was wiped 10 successive times and found to be lubricated. The reported failure could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the touchless catheter did not have enough lubricant to push inside and that went very dry in, and it happened over three weeks. Per follow up via phone on 10sep2021, customer had reached out to distributor because the catheters did not have enough lubricant. Customer purchased lubricant and was able to use some by adding lubricant. However out of 180, patient had 120 from the same lot and would like to exchange for a different lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the touchless catheter did not have enough lubricant to push inside and that went very dry in, and it happened over three weeks. Per follow up via phone on (B)(6) 2021, customer had reached out to distributor because the catheters did not have enough lubricant. Customer purchased lubricant and was able to use some by adding lubricant. However out of 180, patient had 120 from the same lot and would like to exchange for a different lot.